Event description:
Customer reported a battery issue with his adc meter that began in the morning sometime in 2009, was unable to test, and reported a medical event stating his "glucose dropped so low that (he) lost consciousness" in his car at approximately 1 pm that day. Paramedics were called, treated him with a glucose injection and transported customer to a local hospital. Customer was diagnosed with hypoglycemia, and treated with IV medication (solution unknown). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.